Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2026 due to a dialysis related issue. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain and drain complications. The pdrn attempted to remove/infuse solution into the patient¿s abdomen, however flow could not be established. As a result, the patient was sent to the hospital for a computed tomography (CT) scan, and while being assessed in the emergency room a peritoneal effluent fluid culture and cell count (elevated wbc, results unavailable) were collected. The CT scan revealed the patient¿s pd catheter (not a (B)(6) product) tip had migrated out of position and would require revision. However, on (B)(6) 2026 during surgery it was decided the patient¿s abdomen was too inflamed to replace the pd catheter (removed), and a hemodialysis (hd) catheter (not a (B)(6) product) was placed instead. The patient was diagnosed with peritonitis and is being treated with intravenous (IV) antibiotics (drugs, dosages, durations, frequencies unavailable). The patient was transitioned to hd and is recovering from the serious adverse events. The patient remains hospitalized and will remain on hd for approximately 1-2 months. The pdrn stated the organism and cause of the peritonitis is unknown; however, the serious adverse events were not caused by any (B)(6) product(s) and/or device(s) deficiency or malfunction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).